Event description:
It was reported by the rep that during a roux-en-y procedure, the device was difficult to fire on the first firing. The blade shredded the tissue as if the blade was not sharp enough. The device also fired malformed staples. Another stapler was used to complete the procedure. The pt is fine.

Manufacturer narrative:
Eval summary: the analysis results showed one ec60 device was returned with no visual non-conformances and with a partially fired cartridge present on the device. The cartridge was manually reset and was loaded into the returned device; the device achieved a complete 3-strokes and fired without any difficulties noted. The staple line was complete, the cut line was complete the staples were noted to have the proper b-form shape. It should be noted that if the firing cycle is interrupted and if re-initiation of firing is resumed, the instrument will lock out. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.